Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on the information provided in article. The male patient experienced structure involvement in anterior spine and aorta and pain in left groin and flank back with symptoms occurring for 19 months total. Filter was retrieved by endovascular procedure and patient experienced a resolution of the pain. No product was returned and no imaging was provided. Therefore, it would be inappropriate to speculate at what may or may not have caused the filter to perforate the ivc and the patient to experience structure involvement in anterior spine and aorta and pain in left groin and flank back with symptoms occurring for 19 months total. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Very limited information was provided, but immediately there is no evidence to suggest that this tulip filer was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Auyang, p., et al., "examining outcomes and causes of symptomatic long-term indwelling inferior vena cava filters", journal of vascular surgery, 2018, vol. 67, no. 6, e158-e159. Catalog# is unknown but referred to as cook tulip filter. D4) catalog# is unknown but referred to as cook tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to article: in the abstract authored by auyang et al., a review was completed of 15 patients (mean age 52.8) of whom 1 patient received treatment with a gunther tulip filter. The patient listed in the abstract is a (B)(6) male experiencing left groin, flank, and back pain near the anterior spine/aorta. He experienced pain for a total of 19 months. The authors state there was a resolution of his pain. Auyang et al. State that the aim of the study was to "correlate the symptoms to the location of the ivc filter struts and to examine outcomes" (2018, p. E158). The authors stated that the etiology of pain was determined to be directly correlated the area where the ivc struts protruded in the patient. A male patient (age (B)(6)) experienced structure involvement in anterior spine and aorta and pain in left groin and flank back with symptoms occurring for 19 months total. Filter was retrieved. Patient outcome: patient experienced a resolution to the pain when filter was removed.